Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that received replace battery now alarm. Customer's blood glucose level was 296mg/dl. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated the battery cap is not loose, cracked or damaged. Customer was assisted with troubleshooting and was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss alarms noted during testing. Device functioning properly.